Event description:
Per the clinic, the patient developed an inflammation and infection at the implant site (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2026 and there are no plans to reimplant the patient with a new device as of the date of this report.